Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons had to hit twice to active, sometimes reservoirs feel loose or not secure causing they had to replace the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had failed battery tests before when battery low, rejected new batteries before about every 6 months, received random no delivery alarms while priming the insulin pump, rewind the insulin pump again for it to work, sometimes they had to rewind the insulin pump more than once per reservoir change, rewind seems slower than in the past, one small scratch on screen that did not affect readability. The insulin pump will not be returned for analysis.